Event description:
It was reported that occlusion occurred. In (B)(6) 2013, the target lesion was located in the common bile duct. A 10x42x75/ 7f wallstent rp endoprosthesis metallic stent was implanted in the lesion. In (B)(6) 2013, the physician found an early stage of occlusion. He placed another of the same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).